Event description:
It was reported that the sys had a communication failure error message. This error may result in a sys lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and cleaned and reseated the power supply connectors. The system operates as intended.